Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). ¿ the dentist reported that after 1 month dental implant was installed in intraoral region 29#, its non-osseointegration was observed. Thirty two ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).